Event description:
The customer reported falsely elevated troponin I (access accutni+3) results, for six patients, involving the unicel dxi 800 access immunoassay system. All the patients' results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The physicians questioned the results, and the customer retested the samples on the same instrument which recovered lower results, within the normal reference range of the assay. The patients' samples were of serum type and centrifuged at 8,000 rpm (rotations per minute) for three minutes. The customer stated quality control (qc) was within specification prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the aspirate probes and substrate valves. The fse performed system check and quality control (qc). The fse then replaced the substrate probe and substrate pump. The fse adjusted the voltage on the bubble detector for the substrate probe and performed a passing drawback calibration. The fse attempted to run the substrate portion of system check but it failed the high mean. The fse performed a substrate pump decontamination and primed a new bottle substrate. The fse then completed a successful system check. The fse verified alignments of the z pipettors on the reagent pipettors. The fse performed a system clean and had several instances of rf level sense errors and verified alignment of the sample probe. The fse performed a wet/dry test for rf level sense and did not note any errors. The fse performed a high sensitivity system check; all portions passed within specifications with no system errors noted. The fse then attempted to perform quality control (qc) and noted multiple rf level sense errors. The fse installed a new probe and noted the same rf level sense errors. The fse replaced the rf level sense board and resolved the issue. The fse completed a successful high sensitivity system check and system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Level sense board in conclusion, the likely cause of the event is attributed to the rf level sense board. Beckman coulter continues to track and trend any incident related to this issue.